Event description:
During a lanx fusion procedure, both the toeing screw of the retractor and the blade attachment screw became stripped. After completing the trialing stage of the procedure and during attempted trial removal, the trial became stuck behind one of the blades. Due to the stripped screws, the surgeon was forced to remove the entire retractor setup to remove the trial. This resulted in a 20 minute delay in the surgery. The surgery was completed successfully with no harm to the user or pt.